Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. Section e: the complete initial reporter phone # (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device put through functionality testing and was found the water would not heating during bypass mode. The flow rate was steady at 1.8 l/min, heater command was at 100 percentage. The water would not increase and stay at 9 degrees. The device put through ctu calibration and was confirmed the heater is defective. Error 80 was popped up.

Event description:
It was reported that the arctic sun device put through functionality testing and was found the water would not heating during bypass mode. The flow rate was steady at 1.8 l/min, heater command was at 100 percentage. The water would not increase and stay at 9 degrees. The device put through ctu calibration and was confirmed the heater is defective. Error 80 was popped up.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed heater. The device was evaluated upon receipt. The console put through functionality testing and was found the water would not heating during bypass mode. The flow rate was steady at 1.8 l/min, heater command is at 100%. The water would not increase and stay at 9 degrees. The console put through ctu calibration and was confirmed the heater is defective. Error 80 pops up. Replaced heater. Performed pm procedure. Replaced mixing pump, circulation pump, manifold o-rings, coin cell, drain valve, tank tubing. Passed all the testing and is now ready for used. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.